Event description:
Reporter called regarding her spinal cord stimulator. She had this device implanted on (B)(6) 2024 a few weeks later she started to experience headaches, leg pain, dizziness, swelling and bowel issues. On (B)(6) 2024 she started to notice the device migrating. She states "it feels like it has detached". She tried to reach out to manufacturer but has been unsuccessful.